Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the pump was "behind" the current time by 10 minutes. Customer's blood glucose level was 97 mg/dl. Tandem technical support guided the customer through adjusting the pump time to be accurate.